Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating that the alarm sound could not be turn on. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed a philips field service engineer (fse), who went onsite. The fse confirmed the reported problem and found the alarm sound could not be turn on. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was that no self-check has been performed. As the self-check resolved the issue, the cause was unable to be traced to one thing and is unknown. The device was returned to full functionality after the self-check was conducted.